Event description:
It was reported that an unspecified bd vacutainer experienced clotting following a blood draw. There was no report of patient impact.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Lot number 20230705 was provided but does not match a valid catalog number. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown.

Event description:
It was reported that an unknown citrate bd vacutainer experienced clotting following a blood draw. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that an unknown citrate bd vacutainer experienced clotting following a blood draw. There was no report of patient impact. D.4. Medical device lot #: unknown. E.1. Initial reporter addr 2: (B)(6). E.1. Initial reporter city: (B)(6). H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.